Event description:
In 2005, the pt contacted lifescan alleging that their one touch ultra meter would not turn on. The medical affairs specialist attempted to contact the pt by phone and left a phone message for the pt. A letter was also send to the pt. The pt told the lifescan customer care rep (ccr) that they changed the meter battery the day before contacting lifescan (one day ago) and the meter would not turn on "all day" (the next day). Info was not provided as to whether the pt had been able to test with the meter a day ago. They had breakfast though they were "feeling bad". The pt had a headache and dry mouth. They attempted to test with the reported meter at 9:00 am and the meter did not turn on. They went to the hosp where a result of 325 mg/dl was obtained on the hosp meter. The pt was treated with metformin and actos. Info was not provided regarding the pt's usual diabetes treatment regimen. Therefore, it was not clear from the info provided whether the metforming and actos given to the pt were their usual diabetes medications. The customer care rep (ccr) verified that the battery was properly installed and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced.